Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. An analysis of the in-house testing results for lot k373667 determined that the lot met expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between inratio2 inr results using two different inratio monitors. Results are as follows: patient 3: inratio2 inr monitor 1: 1.2, inratio2 inr monitor 2: unknown. Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela and no additional information was provided. This report is being conservatively filed as there were 3 patients with the same inratio2 monitor result. The other 2 patients are being reported under separate medwatch forms. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)